Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) explant procedure. Battery was disposed of per facility policy. Additional information stated that the patient is doing well postoperatively.

Manufacturer narrative:
Block d2b: pro code (product code): qrb.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent an implantable pulse generator (ipg) explant procedure. Battery was disposed of per facility policy.